Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the adhesive around the objective lens peeling. Additional findings are as follows: the adhesive on the bending section cover rubber had a chip, and the angulation lever was deformed; due to the wear of the angle wire, the bending angle in the up direction does not meet the standard value; the bending section cover rubber had a scratch, the label on the video connector was peeled; due to damage to the control section, the angulation lever did not move smoothly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that on the endoeye flex 3d deflectable videoscope, the adhesive around the objective lens was peeled. The issue was found during preparation for use. There were no reports of patient harm.